Manufacturer narrative:
Device returned and analyzed. The returned device matched the upn provided by customer. Visual and microscopic inspection revealed the guidewire had a bend in the distal tip. The device was measured in three sections (distal, medium and proximal) and reported to meet all specifications. No damages seemed to be present in the device or pouch shown in the pictures. The failures observed in the returned device and the failure reported by the physician may be related with some factors; handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity contributing to the failure experienced by the customer.

Event description:
It was reported the guidewire tip detached and remained in the vessel. A 200cm v-18 guidewire was selected for use in percutaneous transluminal angioplasty (pta) in the posterior tibial artery. During the procedure, 1cm of the guidewire tip detached. The tip was in the subintimal wall of the vessel and was not retrieved. There were no patient complications.

Event description:
It was reported the guidewire tip detached and remained in the vessel. A 200cm v-18 guidewire was selected for use in percutaneous transluminal angioplasty (pta) in the posterior tibial artery. During the procedure, 1cm of the guidewire tip detached. The tip was in the subintimal wall of the vessel and was not retrieved. There were no patient complications.